Event description:
During a cataract procedure, a restor 3d multifocal iol was injected into the capsular bag. As the lens unfolded an attempt to rotate it so the haptics were vertical was unsuccessful. The iol would not rotate and was displaced nasally. After inspection, it was noted, the haptic was not stuck to the optic. Further inspection revealed what appeared to be a large rent in the posterior capsule nasally. Viscoat was injected over the area of the pc rent and above the iol. Micro forceps and scissors were used to cut the iol in half and it was removed from the eye. The anterior chamber was intact so an amo z9003, +22.00 d was inserted into the eye.